Event description:
A patient (B)(6) was enrolled in the (B)(4) study for stress urinary incontinence. On (B)(6) 2009, the patient was injected with 2.0 ml coaptite, lots 1010293 and 1009652. On (B)(6) 2009, the patient was injected with 1.6 ml coaptite, lots 1013181 and 1012959. On (B)(6) 2009, the patient was injected with 2.0 ml coaptite, lot 1013660. On (B)(6) 2009, the patient developed extravasation during injection diagnosed by cytoscopy; 0.4 ml extravasated. The patient was not treated and recovered on the same day. Per physician, the event was of mild severity and definitely not related to coaptite. On (B)(6) 2011, the patient developed urinary tract infection diagnosed by urinalysis. The patient was treated with microbid 100 mg bid x 7 days and recovered on (B)(6) 2011. Per physician, the event was of mild severity and probably not related to coaptite.

Manufacturer narrative:
The device history records for lots: 1009652 (expiration date 05/2011, manufactured 05/2008), 1013181 (expiration date 04/2012, manufactured 04/2009), 1012959 (expiration date 04/2012, manufactured 04/2009) and 1013660 (expiration date 06/2012, manufactured 2009) were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.